Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted with a centrimag pump as a right ventricular assist device (rvad) on (B)(6) 2021 after having been implanted with a heartmate 3 left ventricular assist device on (B)(6) 2021.

Event description:
The site reported that on (B)(6) 2021 the patient had relatively small left ventricle cavity with dysfunctional right ventricle with elevated right sided filling pressures. Right ventricle severely dilated on echo, central venous pressure continued to rise. Maintained on high dose dual inotrope support and max pulmonary vasodilator therapy. Left ventricle sucked down with attempts at diuresis despite decreasing speed. Right heart failure existed before lvad implant. The rvad was explanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported right heart failure could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.